Event description:
It was reported that this device was explanted and replaced as a result of twiddlers syndrome. The related right atrial lead had dislodged, and the related right ventricular lead exhibited high capture thresholds. Both leads were explanted and replaced. Subsequently, this device was upgraded to a biventricular defibrillator and a left ventricular lead was added. This device is not expected for return. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.